Event description:
They were prepping to operate when someone noticed that the cable wasn't attached to the reusable return pad, but the indicator light on the front of the megadyne showed green indicating a good contact with the return pad. Investigation showed that the pins were shorted together in the pigtail cable (#m2k07) that goes between the return pad and the longer cable (#m2k01) to the return pad monitor on the front of the megadyne. I contacted ethicon and reported the issue. I replaced the cable, tested the unit, and returned it to service.